Manufacturer narrative:
Date sent to FDA: 10/31/2017. (B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported via journal article, ¿laparoscopic hernia repair is safe and cost effective¿, that 92 patients underwent open ventral hernia repair between march 2003 and march 2005 and mesh was implanted. This study aimed to compare the early complications and cost effectiveness of open hernia repair with those associated with laparoscopic repair. It was reported that one patient died 73 days after open repair of multi-organ failure attributable to surgical-site infection and non-surgical pneumonia. Additional information will be requested.